Manufacturer narrative:
The failed battery test alarmed due to the battery tube not being connected properly to a component on interface board. The error alarms, weak battery alarms, battery out limit alarms or off no power alarms could not be confirmed due to the failed battery test alarms. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners were noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed several errors and alarms. The customer stated that the insulin pump alarmed weak and bad battery in its history, as well as 2 off no power alarms without any low battery warning. The blood glucose reading was about 144 mg/dl. The customer also reported that the insulin pump received the off no power alert with a low battery warning on another occasion. She stated that the insulin pump alarmed battery out limit as well. She complained that she had to change the battery repeatedly and had to go though 6 to 7 sets of batteries over a weekend. Advised replacement of the insulin pump. Nothing further reported.